Event description:
It was reported that one day post implant, the rv lead impedance would only read > 3000 ohms. The lead appeared normal upon evaluation and manipulation. The atrial lead was inserted in the ventricular port and the reading was still > 3000 ohms. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary preliminary analysis revealed a no output condition in both chambers. Further analysis determined this was the result of a shorted transistor internal to an integrated circuit. It was reported that one day post implant, the rv lead impedance would only read > 3000 ohms. The lead appeared normal upon evaluation and manipulation. The atrial lead was inserted in the ventricular port and the reading was still > 3000 ohms. The device was replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed visual examination component/subassembly failure (integrated circuit) device was out of specification in a manner that relates to event impedance, high.